Manufacturer narrative:
Investigation is on going.

Event description:
The surgeon implanted an aq1016v model lens, but it tore while being inserted. The lens was implanted and was removed in pieces. There was no patient injury. It is unk what caused the damage to the lens. An st-45s model cartridge was used, lot number unk. The model and lot number for the injector is unk.